Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H10: additional narrative. Zimvie received one (1) bost410, (3i t3 non-platform switched tapered implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. No damage identified or signs of malfunction that would contribute to the event. DHR review was completed for the subject lot number 2023011104. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023011104 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental: medical : perforated sinus and dental: functional : lack of primary stability. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products bost410, 3i t3. Non-platform switched tapered implant 4 x 10mm lot 2023011104. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that when placing both implants at tooth sites 15, 17 doctor noticed that bone height was too short, there was lack of primary stability and sinus preformation. Doctor also reported pain. No other implants were placed, doctor performed bone regeneration.